Event description:
It was reported that during a total knee procedure, the stem extension was found to have a hole in the sterile packaging upon opening. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned product identified puncture marks in both layers of the tyvek barriers, breaching sterility. No damage was noted to the outer carton. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.